Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the patient stated that they went into garden and worked. Bandages remained externally on patient and patient did not report any strenuous activity. They said that patient was achieving good symptom relief as the active lead up until lead pull. Hcp (healthcare provider) had attempted to pull remaining lead from patient¿s body to resolve the issue. They mentioned that issue was not resolved and x-ray after lead pull appointment confirmed that pne lead still remains in body. Patient was scheduled for stage 1 <(>&<)> 2 implant september 10th and hcp planed to remove pne(peripheral nerve evaluation) lead surgically at that time. Tried to schedule patient sooner, but patient was unable to. The cause of the reportable issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that when asked to clarify the statement, "messed with" the device, the patient had turned up the stimulation and this was not caused by normal battery depletion. The cause of the device not working was determined as the patient turned up the stimulation too high. The patient went on to implant. The issue was resolved. The patient was experiencing urinary retention prior to the device and their retention was not worsened because of the device or therapy. The catheterization was the patient's 'standard of care' of the device.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement:"messed with" the device, the hcp reported that the patient had pulled on the lead against medical advice (ama). It was not caused by normal battery depletion. The cause of the device not working was determined as the patient pulled on the lead against doctor advice. The issue was resolved and the fragment was removed. The patient did not experience urinary retention and their retention was not worsened because of the device or therapy. The catheterization was not the patient's 'standard of care' prior to the device.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was an issue in the pne lead. The issue was related to broken lead, lead damaged, or lead cut. It was reported that the healthcare professional (hcp) attempted to pull lead out and lead was already fractured. Patient's pne lead didn¿t fully come out of body. Pt had x-ray and image showed remaining lead was in body. The lead was partially explanted on (B)(6) 2024. The issue was still ongoing. Patient will be scheduled for stage 1 & 2 procedure as soon as possible and plan for pne lead removal at that time.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd:, UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6)2024 explanted: (B)(6)2024 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the patient was experiencing muscle cramp, nausea. The patient stated that the symptoms include urinary frequency every 2 hours, urgency, weak stream and intermittent stream. They reported that in the morning that they would often had a very weak stream that started and stopped several times. The patient reported that they often had to sit down to feel and they were able to empty completely. The patient had occasional difficulty starting their stream and denied straining and nocturia. Patient returned today for follow-up after device implant and said he felt their symptoms were better and they had noticed more urgency recently. Their incision was healing well and they had "messed with" the device some but didn't know what they did to it. The patient reported that they had a retained fragment of the temporary lead after pne but the doctor was able to retrieve that during their surgery. Patient reported urinary urgency. The patient reported that their device was turned off and they put patient on program 2 as he felt stimulation at 0.6. The patient had apparently accidentally turned the therapy off and was turned back on today and would like to follow-up in 6 months.